Event description:
A patient underwent an ablation procedure utilizing the vascade mvp device. Hemostasis was successfully achieved, and ambulation was initiated three hours post-hemostasis without complications. The puncture site exhibited only minor subcutaneous bleeding and was considered in good condition; the patient was subsequently discharged. Later that evening, the patient presented to the emergency department with fever and localized swelling at the puncture site, prompting readmission. Upon clinical evaluation, antibiotics and antipyretics were administered. Swelling and pain at the puncture site persisted. A CT scan was performed, which did not reveal evidence of a hematoma. An infection was suspected, and the patient was placed under continued medical observation.

Manufacturer narrative:
The vascade mvp was not returned for evaluation; therefore, it is not possible to determine if there was a defect related to the manufacturing of the disposable. Also, the root cause of the reported complaint cannot be determined. This complaint was identified during haemonetics' ongoing ongoing complaint internal review efforts.